Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device worn and partially torn, but not separated. As a result of evaluation, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic assisted colectomy, the subject device was used. After less than 30 minutes since the surgery began, the tissue pad of the subject device was separated. The intended procedure was completed with another device. There was no patient injury reported.